Manufacturer narrative:
(B)(4). Method: the complaint rt041m hospital full face non-vented masks are not expected to be returned to fisher & paykel healthcare (B)(4) as they are not available. Despite multiple requests for the return of the five rt041m masks the hospital has not responded. Our investigation is based on our knowledge of the product and the information provided by the customer. Results: the hospital reported that the port cap was missing on all five masks. No damage to the masks or packaging was reported. Conclusion: without the complaint device, we are unable to determine if the port caps or ports were out of specification or damaged. Our user instructions that accompany the rt041m hospital full face non-vented mask indicate in pictorial form the correct setup and use/fitting of the mask, and state the following: "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff." "The therapy device must have adequate alarms and safety systems for device failure."

Event description:
A hospital in (B)(6) reported that the port cap on five rt041m hospital full face non-vented masks was missing. This occurred prior to patient use.